Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. It was reported that the device tubing had cracked and leaked. There was no report of human harm.

Manufacturer narrative:
Received one photo showing the tubing to secure lock male adaptor bonding connection. The tape at the area appeared to be wet and the photo was annotated "leakage at tubing end". No samples were returned for investigation. The reported complaint of leakage on the 123390488 primary plum set can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.